Manufacturer narrative:
A review of the complaint history for sn 16161408 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner on the station was malfunctioning. A field service engineer checked the cable connection to ensure it was secured and confirmed there was no damage to the cable. The field service engineer could not replicate any errors or malfunctions, and the customer was satisfied with the current functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the scanner was not functioning. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were delay and no adverse events or injuries reported based on this event.